Manufacturer narrative:
This product is registered as a combination product. Final analysis found only the connector portion of the lead was returned in one piece with the length of 31.1 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with a dislodged right atrial lead. It was reported that there was loss of pacing and sensing due to the dislodgement. The lead was capped and replaced. The patient tolerated the operation well and was discharged from the hospital.